Event description:
Customer reported hospitalization due to diabetes ketoacidosis and high blood glucose readings of over 600 mg/dl. Customer reported that he attempted to give insulin for his high blood glucose readings, but it was not working. Customer then went to the hospital. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. The high pressure test and self test were performed and passed. Customer's current blood glucose reading is 303 mg/dl and has treated with breakfast. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.